Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of "lo" results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 100-115mg/dl fasting. Verified the strips expire 06/30/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed a back to back blood test 179mg/dl and 194mg/dl. Reviewed meter memory: (B)(6). Customers not concerned with results reviewed in the memory. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of "lo" results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 100-115mg/dl fasting. Verified the strips expire 06/30/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed a back to back blood test 179mg/dl and 194mg/dl. Reviewed meter memory: (B)(6). Customers not concerned with results reviewed in the memory. Adverse event not reported.